Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and treated with an injection. Customer indicated that they had issues with sensora and calibrations. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Troubleshooting found that the cannula was bent and customer was also advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer declined to further high blood glucose troubleshooting. No further assistance was necessary